Event description:
Diabetic care manager reported via phone call that customer had advised of excessive no delivery alarms. Dcm attempted to troubleshoot with customer over the phone, but customer was not able to troubleshoot due to work. It was advised to have customer call hotline.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.